Event description:
It was reported that the pump battery was depleting too quickly, leading to a pump shutdown. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. The customer received education on the issue, was informed to update the date and time on their device, and was advised to charge the pump to 100% for further assessment by technical support, who planned to follow up in 24 hours.